Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
During impella procedure, the automated impella controller (aic) screen turned black.

Manufacturer narrative:
The investigation for the console (aic) display issue has been completed. Data logs were reviewed and were unable to confirm the reported failure. The console was returned for evaluation. Functional testing was performed and was unable to reproduce the reported failure by wiggling the groups of wires that connect the display to the 4-in-1 connectors x26 and x51. No loose contact was intact. During visual inspection, one of the power supply screws was missing, and the other screw was floating inside the aic, which could have made any short circuit in the pbm board and likely could have resulted in an intermittent black screen. Unable to find any damaged components or discoloration on both sides of the pbm. The root cause for the black screen was not determined due to the inability to reproduce. Added- b5-no patient harm reported. D2-corrected common device name

Event description:
Additional information states that there was no adverse events related to this product malfunction.